Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device became hot while in use with a burr attachment device and a burr device and burned the patient. According to the report, the central sterile services department (cssd) lubricated the burr device but when tested by the charge nurse, it was still heating up during use. It was reported that the burn on the patient was minor. It was reported that a lanolin based cream was used to treat the burn. It was unknown if there was a delay to a surgical procedure. A spare device was available for use. There was patient involvement. There was no prolonged hospitalization. The patient was discharged and sent home the next day as per the procedure that the patient was admitted for. The patient's status post-surgery was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the burr attachment device ball bearing did not function properly and was a cause of the friction and the noise. Due to the friction the ball bearing heated up and it transferred the heat to the rest parts of the device. It was also observed that the device failed the check the tool coupling and check the untrue running pre-tests. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.